Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The manufacturing representative reported that the patient was implanted earlier this year and the battery had depleted and the patient had to get their device replaced. They were not getting a reading. The health care provider wanted to have the device analyzed for pre-mature depletion. The replacement had not been scheduled yet. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.